Event description:
The customer stated that she was hospitalized twice for low blood glucose levels. The first time was (B) (6) 2009. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that there were several bolus deliveries in the bolus history that she did not program. Found that the reservoir volume did not match with the amount that was displayed in the status screen. Also found that the insulin pump may have been exposed to MRI scans. Conducted the displacement test, and the insulin pump passed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-80819 for the report under the insulin pump.